Event description:
It was reported to medtronic minimed that the customer reported a difference between sensor glucose vs blood glucose. The customer reported hyperglycemia with no treatment. The event involved product mmt-1884l, mmt-7040a, unomedical, and unk_reservoir. Troubleshooting was not performed for the high blood glucose. Troubleshooting was performed for the sensor glucose vs blood glucose, and the customer is reporting a discrepancy between sensor glucose and blood glucose, which is not within range. The explained sensor may no longer be responding to glucose changes. The blood glucose value was 179 mg/dl, and the sensor glucose value was 290 mg/dl at the time of the event. The average sensor glucose vs blood glucose difference was 46 %. The customer stated the insulin delivery was not suspended, and the discrepancy between sensor glucose vs blood glucose was not within range. No harm requiring medical intervention was reported. No product return is required for mmt-1884l. No product return is required for mmt-7040a. No product return is required for unomedical. No product return is required for unk_reservoir.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.